Manufacturer narrative:
As reported, the broken tip and remainder of the suture hook are not being returned from the user facility for evaluation. A review of the device history record showed this lot was manufactured on 15-may-2012 in a lot of (B)(4) units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There have been no other similar complaints received for this item and lot number combination. This is a limited reuse device with a recommendation of five (5) procedures. The number of uses for this unit is not available. In addition, based on the manufacture date the instrument had been in use for nearly 3.5 years. Over extended use, wear and damage can occur to this instrument causing it to break and/or not to function at its optimum. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient injury the instructions for use (IFU) provides the following warnings & precautions: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instrument or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.

Event description:
The customer reported that during use of this spectrum ii suture hook 60 degree right, while suturing the labrum,the tip of the suture hook broke off in the surgical site. The broken tip was successfully retrieved using forceps and the procedure completed using another spectrum ii suture hook, 45 degree right. There were no complications or patient injury. The patient was discharged as per routine procedure for this type of surgery. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.